Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00543. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using penumbra coil 400''s (pc400''s). During the procedure, the physician deployed and detached five pc400''s into the target vessel using a non-penumbra catheter and a penumbra coil detachment handle (handle). The physician then had deployed a sixth pc400 (lot # a25537) into the patient but had difficulty detaching the coil using the same handle. After several attempts, the physician was able to detach the coil. Next, the physician deployed a seventh pc400 (lot # f70957) into the patient and attempted to detach the coil using the same handle. However, after several attempts, the pc400 was unable to detach and was removed. Thereafter, the procedure was completed using a new pc400 and the same handle. There was no report of an adverse effect to the patient.